Event description:
A patient reported blood glucose results of "256 mg/dl, 55 mg/dl, 122, 48 mg/dl and 374 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.